Event description:
It was reported that the patient presented in clinic with automatic mode switch episodes showing noise on the atrial lead. The noise could be recreated in both unipolar sensing modes when the patient moved his left arm across his chest. Clavicular crush damage was suspected.